Event description:
It was reported that stent moved on balloon, catheter difficulty removal, and stent premature deployment occurred. A non-boston scientific guide catheter was advanced together with a non-boston scientific guidewire to treat the 90% stenosed target lesion located in the moderately tortuous and mildly calcified proximal to distal left circumflex artery (lcx). Following pre-dilatation with a non-boston scientific balloon catheter, a 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, while trying to advance, the stent struts were stuck to the mid to distal part of left main coronary artery (lmca) wall without inflating, and the stent struts moved backwards from the balloon. The device was immediately inflated to deploy the stent at the position where it got stuck. The procedure was successfully completed by implanting another 20 x 2.75 promus premier drug-eluting stent and post-dilation at the missed target lesion with a 3.25 non-boston scientific balloon catheter. There were no patient complications, and the patient condition was safe post-procedure.